Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney. On (B)(6) 2000 - the patient underwent implant of a bard/davol flat mesh to treat urinary stress incontinence, and cystourethrocele during a cystoscopy, abdominal vaginal bladder neck suspension with sling and suprapubic trocar cystostomy. On (B)(6) 2012 - the patient underwent surgical procedure to excise excess vaginal scar tissue developed after previous "anti-incontinence" procedure. On (B)(6) 2012 - the patient underwent implant of a non-davol mesh sling due to residual incontinence following the previous surgery. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.